Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being currently hospitalized for low blood glucose of 25 mg/dl. Troubleshooting assisted customer with settings for the pump and advised customer to monitor the pump. Customer was also advised to keep in contact with their doctor regarding the low blood glucose.